Event description:
Kimberly clark received a report indicating that "when removing the drape after an axia lift procedure, there was strikethrough noted on the pt right near the fenestrated area." There was no report of any injury to the pt. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The incident sample was not received for evaluation. However, the device history record review indicates that there were no open seams found around the area of the fenestration between the reinforcement and the based sms material. The two-sided tape around the fenestration area was applied correctly according to manufacturing specifications. No additional info was received. No corrective actions will be taken at this time; however, we will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigation and corrective actions will be taken.